Event description:
While explanting the tibial nail, the extraction bolt broke and left the thread of the device in the nail, which was still in the bone. Surgery time of revision was approximately 90 min.